Event description:
It was reported an entanglement occurred. A rotapro 1.75mm and a rotawire ic were selected for use during a percutaneous coronary intervention (pci) procedure. During insertion, inside the patient, the burr of the rotapro became stuck with the rotawire. The devices were removed together. Additionally, it was noted the burr advancer knob did not have smooth movement. The procedure was completed with replacement devices with no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 20cm from the distal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported an entanglement occurred. A rotapro 1.75mm and a rotawire ic were selected for use during a percutaneous coronary intervention (pci) procedure. During insertion, inside the patient, the burr of the rotapro became stuck with the rotawire. The devices were removed together. Additionally, it was noted the burr advancer knob did not have smooth movement. The procedure was completed with replacement devices with no patient injury.